Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported that previously the infusion device has displayed e1 (cartridge empty) without first displaying a1 (cartridge low). She stated this occurred within the past couple of months. The info was not listed in the device alarm history. No physiological effects were reported. Further attempts to reach the pt for troubleshooting were unsuccessful. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was not requested to be returned for eval.